Manufacturer narrative:
The complainant reported that the midline was inserted on (B)(6) 2024 and was removed on 11 april 2024 due to observed infiltration. The line was not replaced. No patient harm was reported. The line was returned to avi for investigation. A kink was observed at 4cm from the suture wing tip. A leak point was identified 90 degrees from the kink. The lot history records were reviewed and no nonconformances were identified. The root cause of the kink and break in the line could not be determined.

Event description:
Customer reported a break in a midline.